Event description:
It was reported during a procedure, when the screw extractor was used to extract an acutrak screw, the screw extractor didn't fit the screw well, and the tip of the screw extractor broke. The surgeon was able to remove the broken piece of screw extractor from the patient. No adverse patient consequences were reported, and this issue did not prolong the procedure. This report is related to report number 3025141-2023-00109 for the screw extractor involved in this event.

Manufacturer narrative:
The results of the investigation were inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.